Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not hold a charge despite attempts with multiple wall outlets and a different wireless charger, consistent with a battery depletion or charging malfunction of the pump hardware. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education, including guidance to shut down the device, data sync instructions, and arrangements for a replacement with return of the original device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.